Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h6,h11. Corrected section: h3,h6-codes 4114 & 3221. The device was returned to the factory for evaluation on 02/11/2026. An investigation was conducted on 02/17/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were illuminated, indicating sufficient power was delivered to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did pass the pre-cautery test. Visible steam or heat was produced when the device was activated and a tone was audible from the power supply upon activation. An activation and transection capability test was performed over two (2) repetitions using "max life test method stm2048073. The device successfully transected tissue four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc. Low current output: 4.0 amps dc +/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# (B)(6)) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 6.00 vdc (passed test). Low current output: 4.01 amps dc (passed test}. High current output: 5.50 amps dc (failed test)the complaint vasoview hemopro power supply passed two of the three output tests. Based on the returned condition of the device as well as the evaluation results, the reported failure " failure to deliver energy" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the t.w. Power supply manufactured in 2019 failed to deliver power during a CABG. The team exchanged the extension cable, adapter, and hp2 in a careful manner that served as a process of elimination; it became clear the issue was the vh-3010. The biomedical engineering did a voltage test and the device did not exceed 3v which is a very low reading (does not pass the test, a minimum of 5v is expected). The setting was 3, but they also tried max and it did not change the outcome, nor did it give better readings. When applying the correct pressure to the toggle on the hp2, the power supply delivered zero energy, not intermittent, but none. Minor delay of approximately 5 minutes. The procedure was completed using a different vh-3010. There was no patient harm.